Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced right groin pain following the implant procedure. The next day an ultrasound arterial doppler on the lower extremity was performed showing two pseudoaneurysms. The ultrasound was repeated and the previously identified two separate pseudoaneurysms in the right groin were not appreciated on the current examination. The patient had a sandbag placed on the right groin overnight and prolonged hospitalization. The patient is enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.